Manufacturer narrative:
The device was returned to olympus for inspection and no customer reported allegation. A root cause could not be identified. Based on the results of the investigation: although it was difficult to identify the specific cause based on the information obtained, olympus suspected that the problem was caused by damage to the image sensor unit (such as a broken wire) due to usage stress, external factors, or handling, or a malfunction of the electrical board components. In addition, the following reportable malfunctions were identified during the device evaluation: the image is not displayed with and error code b30 scope communication error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the connecting tube had corrosion and the angle wire was sticky due to water leakage. There was no patient involvement.